Manufacturer narrative:
The customer¿s report of leaking was not confirmed.visual inspection observed no anomalies. Functional testing was performed; no leaks were observed.the root cause of the leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that chemotherapy medication leaked above the silicone segment during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.